Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was implanted on (B)(6) 2011. It was very effective for the patient. The patient lost contact with the insurance company, and their care with their health care professional (hcp) ceased. Pt has not had contact with medtronic since. Pt's ins stopped working some time ago, and the pain in both legs and feet have gotten unbearable. There are times pt has fallen and can't get up. Pt is not on any pain meds. Pt is looking for ins to be fixed or replaced, and would like to know options. Patient services (pss) gave pt information on doctors. (B)(6) 2022 (B)(4) (con): no new information, pt requesting dr information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.